Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was able to reset the pump on their own before contacting technical support and was instructed to continue using the pump, with a reminder to call back if the malfunction code recurs.